Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus ¿ 30 g x 8 mm had a separated needle shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (19) 1cc, 8mm, 30g syringes in sealed poly bags from lot # 6032907. Customer states that there were only 9 syringes inside and one syringe is not covered with the orange syringe cap, however the cap is loose inside the pouch. Both returned poly bags were examined and one poly bag exhibited 9 syringes in the poly bag. The remaining poly bag exhibited one syringe with the shield off in the bag. Samples were forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. On (B)(6) 2018, holdrege received nineteen (19) 1ml, 8mm, 30g syringes in sealed polybags from batch # 6032907. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Potential root cause for the missing shield is likely to be a jam on the form fill & seal, resulting in the shield being knocked loose from the device, just prior to sealing of the polybag. When this type of event occurs, any portion of the syringe and/or components may be involved with the jam, and generally the damaged component is not located within the same sealed polybag. Potential root causes for the incorrect count (less) include, but are not limited to: incorrect spacing between polybags going across the scale, resulting in an inaccurate (passing) weight. A review of the device history record was completed for batch# 6032907. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the defect. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for incorrect count (less) and the 1st related complaint for needle shield separates on lot # 6032907 based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd micro fine plus ¿ 30 g x 8 mm had a separated needle shield. No serious injury or medical intervention was reported.